Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s doctor reported that the customer had a low blood glucose of 60mg/dl in the middle of the night. No treatment was mentioned for the low. Customer then had a high. It was decided that there was no no delivery issue. There was no issue with the pump programming. There was no sensor glucose versus blood glucose issue. There was no hypoxia. No treatment was mentioned for the high. There was no mention of insulin pump treatment. Troubleshooting was not done for the low or the high. Pump was used within 48 hours of the low and high. Smartguard was used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose and blood glucose. The customer reported hypoglycemia, hypoxia treated with insulin pump (subcutaneous insulin infusion). Troubleshooting was not performed. The event involved product(s) mmt-7040c9. Customer has been used the insulin pump system within 48 hrs of reported low bg event. Identified pump¿s programming was incorrect. No further patient complications were reported. Product return for mmt-7040c9 is not expected.